Event description:
Patient had low flows in the setting of small lvidd (left ventricular internal dimension in diastole, supraventricular tachycardia, ventricular tachycardia), svt, vt, pulmonary hypertension on sildenafil. Developed acute onset l sided facial droop and l sided hemiparesis 7/8 - code stroke called. Symptoms resolved upon examination. CT head showed no acute infarct but rather multiple small chronic infarcts similar to the prior MRI. Developed l sided facial droop + lue(left upper extremity) weakness 7/10 am. Cth showed evolving l occipital ischemic infarct. Tee(transesophageal echocardiogram) 7/11 showed thrombus in inflow cannula and she went for explantation of lvad on 7/12 to va-ECMO (venoarterial extracorporeal membrane oxygenation) support. Evaluation of device by abbott confirmed thrombosis.